Event description:
It was reported that during the implant procedure, the device was interrogated while still in the box and the battery voltage was unable to be determine. A message displayed stating that this may be due to cold temperature. It was noted that the device had been stored at room temperature at the hospital and had not exposed to cold temperatures. It was further noted that the device was close to expiration. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).